Manufacturer narrative:
Date of occurrence: unspecified date in 2017. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume intermate which was filled with ciprofloxacin 400mg in 250ml sodium chloride 0.9% took longer than the expected time to infuse. The expected infusion time was 1 hour but the actual time was 1.15-1.30 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.